Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿silicone in lymph nodes in right axillary confirmed by ultrasound¿ , ¿lump non mobile right axilla¿, ¿intracapsular rupture¿, and ¿might have the implants in the recall¿.

Event description:
Patient reported ¿silicone in lymph nodes in right axillary confirmed by ultrasound¿, ¿lump non mobile right axilla¿, ¿intracapsular rupture¿, and ¿might have the implants in the recall.¿ this relates to the right side. The device remains implanted.

Event description:
The device has been explanted.